Manufacturer narrative:
The device was never returned by the user facility to sterimed, therefore, sterimed was not able to evaluate the device. No definitive conclusion can be drawn about the cause of the device malfunction; however, previous validation testing on material alloys has demonstrated no effect from cleaning agents on the strength of such pins. Pin and screw breakage is not uncommon in orthopedic procedures and usually results from excessive force applied by the practitioner.

Event description:
The following narrative was provided by the initial reporter to sterimed in an email received on 5/25/2007: "the pin was used in surgery in 2007, by dr. The 10mm of the tip broke off into the bone of the patient during a cervical fusion. The broken piece was left in the patient. Surgery proceeded without further problem." The email from the user facility has been included with this form 3500a.